Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is inconclusive for the reported dislodgement issue. The sample was not returned for evaluation. The root cause for the reported dislodgement issue could not be determined based upon the available information received from the field communications. The event description states that the lifestream device was being used in the tortuous renal artery. This is off label use of the device. It is likely that the patient factors and the multiple attempts to advance the delivery system through the tortuous renal artery contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream device was being used in the renal artery. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. H10: b5, d4(expiry date: 04/2020), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the healthcare provider (hcp) made multiple attempts to advance the delivery system through the tortuous renal artery, the delivery system successfully arrived at the target lesion and deployment was attempted; however, the stent graft allegedly dislodged from the delivery system. It was further reported that the stent graft was retrieved. Air evacuation was allegedly not performed before the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2020).

Event description:
It was reported that after the healthcare provider (hcp) made multiple attempts to advance the delivery system through the tortuous renal artery, the delivery system successfully arrived at the target lesion and deployment was attempted; however, the stent graft allegedly dislodged from the delivery system. It was further reported that the stent graft was retrieved. There was no reported patient injury.